Event description:
It was reported that during a colonoscopy procedure the connection to the cautery unit came apart. A 20mm rotatable snare had been advanced to the target polyp. While attempting to remove the polyp, the portion of the device that connects to the cautery device "came apart". Electrical current to the snare was lost temporarily. The nurse aid was able to screw the device together and held the device in place while successful cautery polyp removal was performed. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.